Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi sankyo regarding a patient who was receiving gabalon at a dose of 50 mcg/day via an implantable pump for subarachnoid hemorrhage. It was reported that as of (B)(6) 2019 the possibility of infection in the pump pocket was reported. The details were unknown. Removal of the pump might be performed according to the circumstances and a follow-up report was going to be submitted as soon as additional information was obtained. It was indicated that the severity of the event was serious. The causality of the event was related to the catheter and unknown if it was related to the pump or surgical procedure. Additional information was obtained on (B)(6) 2019. It was reported that it was confirmed with an hcp that the patient originally had a hematoma near the pump pocket, and it was suspected that the hematoma was infected because the patient's immunity was reduced and the wound spread, resulting in infiltration into the pump pocket. A new pump was placed to the contralateral side together with excision of hematoma and removal of the pump. At the time of the report the patient's condition was relieved and the patient would be discharged from the facility the following week. It was noted that the attending physician refused to provide an assessment because it was judged that there was no causal relationship to the device, including the procedure technique. No further complications were reported or anticipated.